Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Troubleshooting performed by the customer included replacement of the ict probe (ln 09d63-04) which resolved the issue. No additional discrepant result issues have been reported since the probe was replaced. The service history of the architect c8000 processing module sn (B)(6) returned no additional tickets for discrepant/erratic patient results. A review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any nonconformances or deviations for the architect c8000 system or ict probe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely depressed sodium results for one patient. The following data was provided: (B)(6) 2025. Sid (B)(6) initial sodium result 116 mmol/l, repeated 138 and 139 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier sid (B)(6).

Event description:
The customer observed falsely depressed sodium results for one patient. The following data was provided: (B)(6) 2025 sid (B)(6) initial sodium result 116 mmol/l, repeated 138 and 139 mmol/l. No impact to patient management was reported.